Event description:
Information provided states that an m6-c device was explanted. No other information is available.

Manufacturer narrative:
This device was implanted at an unknown level on (B)(6) 2013 in a patient of unknown gender and age. After approximately 111 months, on may 31, 2022 the device was removed for reasons that were not provided. It is unknown if inflammation was observed or infection was suspected. No radiographs or lab results were available for review. Inspection of the endplates indicated very little mechanical damage in the anterior quadrant of both endplates, consistent with extraction damage. However, extensive in vivo damage was present, including heavy polishing wear and complete endplate fracture and breakage of the inferior endplate into eight pieces. On the outer surfaces, some bony ongrowth with metallic staining (metallosis) was present, indicating that the device was likely fixed at some point prior to removal, though likely loose at the time of removal. Based on the inspection of the retrieved m6-c compiled in the present report, in conjunction with the provided information, the device showed clear evidence of in vivo mechanical failure. The device had collapsed, the sheath had cleaved, the endplates were no longer attached to each other, the majority of the fiber construct was not present, and the core was not provided and likely not retained at the time of removal. Without surgical or radiographic information, and no lab results, it was not possible to determine the sequelae of events that led to the failure of this device. The build lhr for fg0031-10 d1 h80007071 abc545 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications.